Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating the device cannot discharge during defibrillation. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint on the heartstart xl defibrillator indicating that the device did not discharge. There was no patient involvement. This report has been updated from serious injury to product problem as there was no patient involvement.

Manufacturer narrative:
This report is based on information provided by the philips authorised service provider (asp) and with an investigation documented by philips complaint handling team. Philips asp evaluated the device at onsite and, after re-performing the self-test, the device returned to working condition as per manufacturer's specifications. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem is not able to be determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device is working per manufacturer's specifications.